Manufacturer narrative:
Correction: health effect - clinical code. Health effect - impact code.

Event description:
Related manufacturer reference number: (B)(4). It was reported during surgical intervention on (B)(6) 2024 to address l1 drg lead migration, the leads were fractured due to scar tissue and left partially implanted. Surgical intervention may be pending to remove the leads.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.